Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The blood glucose reading was not reported. Troubleshooting was performed. It was found that the time was off by one hour and the basal rates may have been incorrect. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.